Event description:
Please refer to manufacturer¿s report # 3007566237-2014-02624 for information regarding the alleged malfunction of another pump and catheter. The patient's mother thought that if a new pump was placed in 2002 it would work. The patient ended up having the pump taken out. No symptoms were reported in relation to this event. The pump contained baclofen. Additional information was requested regarding the details of the device issue, patient symptoms, interventions, and patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).